Event description:
It was reported that a hole was found in the carbon fiber of the monopolar curved scissors instrument. The hole was reported as being located 1 cm above the metal ring. No further info was available. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube to have a .095" hole burned through the main tube. The hole is located roughly .5" above the tube extension. The instrument was disassembled to find the distal end of the tube extension burned in the same place as the hole. The hypotubes and cap coupling tube have charring, with the cap coupling tube exhibiting localized melting. Looking on the inside of the main tube, a micro-crack was found that runs from the distal end of the tube to the bottom of the hole. This crack may have created a path for electrical energy to escape. The crack is usually found in all mcs instruments with this failure mode. The site also returned two tip covers, neither of which show any arcing damage. Failure at main tube is likely unrelated to tip covers. Electrical continuity passed. No other damage found.